Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'disk boot failure' message was observed. As a result, an alternative device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. A manufactured trained biomedical technician from the user facility reported that he changed the coin battery and reset the bios settings resolving the issue. He will not be returning the coin battery for any testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly..